Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with an unidentified guidewire and torque device. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The distal end of the balloon was bunched-up. The guidewire was in the guidewire lumen the proximal end of the guidewire was 47cm from the hub of the catheter and the distal end was 1cm from the tip of the catheter. The distal tip was damaged. Microscopic examination revealed 10mm of the shaft was buckled 10mm from the proximal edge of the proximal weld. An attempt was made to remove the guidewire from the lumen of the device; however, due to the damaged the guidewire was unable to be removed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via femoral artery. The 100% stenosed, chronic totally occluded target lesion was located in the mildly calcified and moderately tortuous proximal right superficial femoral artery. After a 9-40 non-bsc guide wire crossed the lesion, a 4mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion. Dilatation was then performed. After the second dilatation, the physician attempted to move the guide wire. However, the guide wire did not move and was stuck in the balloon lumen. The guide wire and the balloon catheter were removed together. The physician tried to remove the guide wire from the device outside the patient¿s body but failed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via femoral artery. The 100% stenosed, chronic totally occluded target lesion was located in the mildly calcified and moderately tortuous proximal right superficial femoral artery. After a 9-40 non-bsc guide wire crossed the lesion, a 4mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion. Dilatation was then performed. After the second dilatation, the physician attempted to move the guide wire. However, the guide wire did not move and was stuck in the balloon lumen. The guide wire and the balloon catheter were removed together. The physician tried to remove the guide wire from the device outside the patient¿s body but failed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.